Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had intermittent power issue and the threads of the battery compartment were found to have stripped. It was reported that there was no damage to the battery cap and it was able to secure properly on to the pump. The reporter noted that there was no moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on 08/04/2014 with the following findings: multiple reboot events were observed in the black box data. A battery cap was not returned with the pump; a test battery cap was used during all steps of the evaluation. No reboot, loss of power, or call service alarms were observed during a 24hr evaluation. No power loss events were observed, and the initial complaint of a power issue was not duplicated. A crack was observed on the battery compartment which was otherwise undamaged. The pump case was removed and no evidence of moisture ingress or loose components was observed. Unrelated to this complaint, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.